Event description:
It was reported that the user, newly set up on the ilet integrated with a freestyle libre 3 plus sensor, contacted support after receiving an urgent low-soon alert and was found to have a sensor glucose of 79 mg/dl with a confirmatory fingerstick of 89 mg/dl; education and troubleshooting were provided, including instruction to treat with 10¿15 grams of fast-acting carbohydrates and recheck in 15 minutes. Symptoms included hypoglycemia with low-glucose alert. Outcomes included no hospitalization and resolution guidance provided with oral glucose administration. Investigation included user call review, device-use assessment, and troubleshooting education. Investigation of this case revealed no device malfunction identified, with glucose trends consistent with impending hypoglycemia and appropriate alert performance. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.